Event description:
It was reported that an arteriotomy closure of a heavily scarred common femoral artery was attempted using a starclose se with a 6fr sheath, after an interventional procedure. Reportedly, the physician deployed the clip which caught on the skin and deployed outside of the vessel and grabbed tissue on top of the artery. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.